Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased high pacing lead impedances measurements were noted on the ventricular lead. The lead remains implanted.